Event description:
A customer reported experiencing a past low blood glucose event with a recorded level of 52 mg/dl. Cause was not known. The low blood glucose incident occurred earlier in the day, and carbohydrates were consumed as a treatment action. Control-iq feature of the pump software was activated at the time, and there was no need for assistance from a third party. The customer was able to upload pump data successfully, and the cartridge was available for return. As a resolution, the customer is consulting with a healthcare provider to explore factors influencing blood glucose levels.